Event description:
Persistent low positive advia centaur xp total hcg patient results were obtained for a patient samples. Testing was repeated for the patient sample at another laboratory using a different method and the result was negative. The patient was treated with (B)(4) for an extrauterine pregnancy. There was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
The cause for the discordant total hcg result is due to possible interference. The IFU states in the limitations section: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents. Erroneous results due to interference are repeatable over time. Persistent serum hcg results in the range of 10 to 100 miu/ml (more typically 10 to 50 miu/ml) over several months suggests that the patient's blood may contain an interfering substance and produce erroneous results." And "test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result with, and in the context of, the patient's medical history, physical examination, and other test results- sometimes in consultation with other medical experts. This kit is not intended for any use other than assessment of pregnancy status." The instrument is performing within specification. No further evaluation of the device is required.